Manufacturer narrative:
The event occurred in china. It was reported that the rotflow console is giving an unknown error message during patient treatment however, the exact error message could not provided by the customer as the customer could not remember. The costumer turned off the device and after restart the device functioned normally. The hand crank was used during the restart of the device. No harm to any person has been reported. Due to the reported shut down of the rotaflow console a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n: (B)(6) and during the investigation the reported failure could not be reproduced. The rfc was tested and neither abnormalities nor any evidence of any failure or incorrect function were found. The device is working as intended and is back in use. Based on these investigation results the reported failure "rotaflow console shut down" could not be confirmed. However, the failure mode "rotaflow console shut down" can be linked to the following most possible root causes according to our risk management file: (un)intentional stop of the pump, e.g.: pump stop intervention after technical error (e.g. Pump runaway, error head), wrong intervention limits, unintended rpm change by user, unintended switch off by user. A device history record (DHR) review was performed on 2024-08-22. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The rotaflow console with s/n: (B)(6) was produced in 2022-07-28. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the rotflow console is giving an unknown error message during patient treatment. The customer turned off the device and after restart the device functioned normally. The hand crank was used during the restart of the device. The rotaflow console is running since july 15 till now without any malfunction. No harm to any person has been reported. Due to the reported shut down a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.